Manufacturer narrative:
The device was returned to olympus for repair. The evaluation confirmed the customer¿s reported issue as the device fails to boot up and the screen stays black; no signal coming out of sdi 1 in and the abnormal heat is due to fan failure/fans are not turning on. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oci) was informed that the customer high-definition liquid crystal display monitor is having intermittent power issues, ¿sometimes the olympus logo does not come up on the screen or the screen goes black. Not booting up all the way. Very hot underneath ¿ possibly overheating¿ that was found during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device failed to power up and show an image due to there being no signal coming out of the serial digital interface. The specific root cause of the serial digital interface having no signal could not be determined at this time. Olympus will continue to monitor field performance for this device.